Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was found open due to broken hard stop screws. The field service engineer (fse) removed the drawer, extracted the broken screws, and replaced them. Then fse found latch had a small magnet, replaced them and the drawer was restored to proper working condition and verified operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer would not close due to a spring issue. The medication was able to be dispensed; however, the drawer could not be closed afterward. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.